Manufacturer narrative:
Based on data provided, the investigation concluded that ruthenium interference might have caused the discrepant results. Possible ruthenium interference is described in the limitations section of the package inserts.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer obtained erroneous results for ft3, ft4, and cortisol. The customer analyzed the sample on the elecsys 2010 system for these 3 analytes and repeated the ft3 and ft4 assays on the advia centaur. The sample was subsequently sent to the roche diagnostics (B)(4) affiliate, who repeated testing for all 3 analytes on their elecsys 2010 and also repeated testing for all 3 analytes on the advia centaur. Ft3: customer's elecsys 2010 = 8.8 pg/ml customer's advia centaur = 6.1 pg/ml roche affiliate's elecsys 2010 = 7.75 pg/ml 2nd advia centaur = 4.2 pg/ml ft4: customer's elecsys 2010 = 5.1 ng/ml customer's advia centaur = 2.2 ng/ml roche affiliate's elecsys 2010 = 4.04 ng/ml 2nd advia centaur = 1.5 ng/ml cortisol: customer's elecsys 2010 = 24.50 ug/ml roche affiliate's elecsys 2010 = 29.16 ug/ml 2nd advia centaur = 7.70 ug/ml elecsys reagent lot #s (same lots were used by customer and by the roche affiliate): ft3: 154608 ft4: 153913 cortisol: 152627 no information was provided concerning treatment, death, or serious injury connected with this incident. An investigation conducted by the roche affiliate in japan determined the elevated results from the elecsys 2010 system may be due to iga present in the patient's sample interfering with the tests. Investigation is ongoing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.